Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter cellular analysis system was generating erroneously low platelet (plt) results on patient samples on an ongoing basis. Printouts received by the customer, for one representative sample revealed an instrument generated flag. The results were believed to be erroneous because manual counts did not match the analyzer results. The customer observed the representative sample to have 'large platelets' and did an estimate that indicated a lower plt count; the result was then questioned for every platelet count and verified several. No erroneous results were reported out of the laboratory. There was no death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Sample specimen was whole blood. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Per the raw data analysis, shows a low likelihood of the existence of clumps. The root cause is unknown. However, the printout submitted for the representative sample displayed an instrument generated flag to alert the user to further review the results. Service was not dispatched for this event. Per bec product labeling: known interferences related to plt include giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, and red cell fragments. The dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results.